Event description:
Received a report from a customer indicating she experienced discomfort after insertion of a tampon. Consumer indicated upon removal of the tampon, two pledgets came out. No injury reported. It is spatially impossible to fit two tampon pledgets in one applicator.

Manufacturer narrative:
Date code information advised by the consumer has been sent to qa for investigation. We await the results. We have requested and await the consumer's return of product for evaluation.